Event description:
It was reported that the 2 safetyglide¿ needle had issues administrating the fluid. The following information was provided by the initial reporter: they are having an issue with the administration of the fluid using the needles.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2010821. Medical device expiration date: 31-dec-2026. Device manufacture date: 10-jan-2022. Medical device lot #: 2024138. Medical device expiration date: 31-dec-2022. Device manufacture date: 24-jan-2022.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that the 2 safetyglide¿ needle had issues administrating the fluid. The following information was provided by the initial reporter: they are having an issue with the administration of the fluid using the needles.